Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in impedances around 100 ohms. Boston scientific technical services suspects this is a start of a lead issue and recommended to further troubleshoot. Additionally, the patient did experience pacing inhibition of greater than two seconds. The patient is dependent on therapy. At this time, the rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).